Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the emergency lamp on the front panel of the subject device lit up. The issue was found during setup/inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was not returned to olympus for inspection, and the reported failure was confirmed. The customer contacted olympus technical assistance support (tac) via phone. The customer was advised to hold the lamp on/off button for 1 second and then hold the counter reset button for 3 seconds. The customer confirmed that the lamp hour indicator reset and the issue was resolved. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.